Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was in patient use. During the evaluation of the device at the manufacturer's service center, error codes were found in the ventilator's downloaded error log that record malfunction of main circuit board and confirmed occurrence of reboot in the drpt. The device's circuit board was replaced to address the issue. Additional findings not related to the malfunction/issue. Life related smell was confirmed, outlet flow path was replaced. The blower was replaced for periodic maintenance. The inlet foam kit will be replaced. The device passed final testing.